Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patiet alleged of having difficulty in breathing/shortness of breath. There was no report of patient harm or injury. Despite of multiple attempts to have the device returned for evaluation and investigation, it has not yet returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h.6. Type of investigation findings and investigation conclusions has been updated in this report. Section h.6. Health effect- clinical code has been corrected and updated in this report.